Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. No code available was used to represent surgical intervention required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a right bundle branch block requiring surgical intervention. The patient was observed overnight for return of conduction. Eventually the physician placed a permanent pacemaker the day after the ablation was completed. The patient was stable at the time of the call. Physician's opinion is that this event was related to procedure and patient condition. No steam pop was reported. No error messages on any biosense webster inc. (Bwi) equipment was reported. Based on this information, involvement of bwi products cannot be excluded.